Event description:
Event description cpi received information that this implantable pacemaker (ipm) was exhibiting intermittent loss of ventricular capture two weeks post-implant. When a magnet was applied the device captured normally. Pacing threshold is set at 7 volts.